Manufacturer narrative:
The user facility reported thirteen allergic reactions from reusable level iii surgical gowns. The reported symptoms were: rash on arms, wrist, and neck, hair loss, and itching. There was no further information provided about follow-up care. The user facility did not return any of the products for evaluation. Novo health services completed reviews of the following processes. The titrations of formula 1 (surgical gowns) for october were within range. Reviewed the ph levels on the laundry formulas for october, and they were within range. Tested the cuffs and collars of randomly selected level iii gowns for residue, no residue chemicals found. There has not been any change in the dye of the reusable surgical gowns. Chemical supply did an on-site review of the formulas and equipment, all within the normal range. Reviewed the importance of loading the washers with the appropriate staff.

Event description:
The user facility reported on 10/31/2019, that three of their surgical staff members had an allergic reaction wearing the reusable level 3 surgical gowns.